Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a 3ml syringe recognized as 10ml syringe could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the devices are recognizing the 3ml syringes as 10ml syringes.